Event description:
We started using dexcom g5 cgm. My daughter calibrated the device 3 to 4 times in school. When she returned home, cgm was giving low blood glucose value of 55 to 65 and we were treating her with more sugar. Finally when I used a onetouch glucometer it was showing 260. Called the customer service they said not to calibrate more than 2 times in a day. I think it's a big flaw in the cgm device.